Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s pump was not dosing after a reconnection because the freestyle libre 3 plus sensor failed to pair with the ilet, which resulted in intermittent communication between the system components; the issue was resolved by rescanning the sensor in the mobile app and successfully activating it, consistent with a communication failure associated with the device¿s electrical/antenna components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed an interoperability problem between the pump and sensor due to intermittent communication failure involving electrical and antenna components, which prevented dosing until pairing was restored. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.